Event description:
A hospital in (B)(6) reported via our distributor that there was leakage around the water feedset tube, just below the spike adaptor of fourteen mr290 autofeed humidification chambers. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: three complaint chambers were received and visually inspected. All three complaint devices had the same lot number. Results: the visual inspection found that insufficient glue had been applied between the connection of the feedset spike and feedset tube of all three complaint devices. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Our user instructions which accompany the mr290 state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." As part of our ongoing improvement, additional glue is now applied to the feedset spike during production. (B)(4).